Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The information provided to the MFR indicated that the patient's pump was exchanged due to suspected thrombosis. The information provided also indicated that the patient's lactate dehydrogenase (ldh) level was high and urine appeared to be dark.